Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. While system check was being performed with tandem technical support, customer changed the cartridge and was able to resume insulin delivery. Customer's blood glucose was 359 mg/dl at time of event.